Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Information references the main component of the system. Other relevant device(s) are: product ID: 9735225r, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was hanging, restarting, and shut down without prompt from the user. There was no patient present when this issue was identified.